Event description:
On (B)(6) 2014, the reporter contacted animas alleging a history settings issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.